Manufacturer narrative:
The elite interface computer bl2365 eic00199, and power supply bl2351 sps09369 were returned, and evaluation confirmed no problems were found. The root cause was determined to be a defective/malfunctioned foot controller cable on elite foot controller bl2394 efc00237. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates for elite foot controller bl2394 efc00237, elite interface computer bl2365 eic00199, and power supply bl2351 sps09369. No corrective action is required. Correction to h6 investigation findings from: 104 to: 135.

Manufacturer narrative:
The field service engineer visited the facility and initial replaced the elite interface computer. After a reoccurrence of the failure, the engineer returned to the site and replaced the power supply and foot control cable to correct the problem. The elite interface computer and power supply are returning for additional evaluation. The elite foot controller bl2394 efc00237 contributed to the system shutdown confirmed due to malfunctioned foot controller cable. Manufacturing and sterilization records for efc00237, elite interface computer bl2365 eic00199, and power supply bl2351 sps09369 were reviewed and found to be acceptable. This investigation is ongoing. Related report: 0001920664-2024-00149.

Event description:
It was reported by the user facility that the system shutdown during a procedure, upon restart the system was sluggish. No patient impact or intervention reported.